Event description:
Report received from the USA stating that the cutter head/shaft broke off while performing a mastoidectomy. It is unknown if there was a delay in surgery. No injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported "cutter head/shaft broke off" was confirmed; the tip of the cutter had broken off at the distal tip of the attachment. Upon examination, it was concluded that the cutter shaft had come into contact with the attachment tube, causing stress on the cutter shaft and causing it to fracture. This condition was likely caused by the use of excessive lateral force and lack of sufficient irrigation. Also we have determined that the directions for use (dfu) of the device did not clearly state the correct intended use for this type of device, which may have contributed to the fracture. Subsequently, the dfu for this device is being revised to better clarify the intended use. If additional information becomes available, a supplemental report will be submitted. (B)(4).